Manufacturer narrative:
The insulin pump passed displacement test and self-test. Sleep current within specifications. The insulin pump was monitor without battery for 10 minutes. After re-insert battery no unexpected failed battery alarm noted pump was returned for pump error 53. The format history file analysis confirmed pump error 53 due to software error. The insulin pump was received with cracked reservoir tube lip, scratched case and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the groove on the back of the device broke off. Customer's blood glucose was unknown. Customer reported the device alarmed a software error alarm then a failed battery alarm and active insulin reset 9 times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device.